Event description:
It was reported the pt is complaining of discomfort at her scs ipg site. Also, the pt is experiencing difficulty communicating with her ipg when using the charger. An sjm representative met with the pt and reported the pt has experienced a significant amount of weight loss. In addition, the sjm representative reported the pt has effective stimulation coverage of her pain areas. Surgical intervention to address the issues is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.